Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(4) indicates a clinic reported it was impossible to unlock the pfna blade.